Event description:
It was reported that the ventilator shutdown while connected to a patient. It is unknown if the ventilator had an audible alarm or if there was any patient harm.

Event description:
Further information received from the customer reported the ventilator was not connected to a patient when the reported problem occurred. On power-up, the ventilator had a constant reset alarm during testing.